Event description:
Nurse was priming IV pump set and observed leak from distal y-site. When filled with fluid, y-site leaked fluid; it appeared to be cracked.discarded that set and obtained another set that did not leak.no adverse patient event; report is made due to potential for serious adverse event - e.g. Patient infection; med error due to loss of medication.====================== health professional's impression============================================ manufacturer response for IV pump set, primary IV plum set======================left message for sales rep.